Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies causing the insulin pump to suspend. The customer stated that sometimes the blood glucose would be 100 points above the sensor glucose. The customer had an instance on (B)(6) 2018 at 2:30am where the sensor was reading 47, but blood glucose value was 149 mg/dl, and then sensor glucose was 56 while blood glucose was 129 mg/dl. The customer stated he has to turn the threshold suspend feature during the night to prevent the insulin pump from suspending while sleeping. It was advised that pressure on the sensor site can cause inaccurate reading. The customer stated they might turn the threshold off during the first day of sensor use and try to sleep on opposite side of the sensor location. The sensor will not be returned for analysis.